Event description:
It was reported that the right ventricular defib lead was undersensing and a "charge was diverted" several times delaying therapy for about 2 minutes. The lead is still in use. The patient is on a ventilator now.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.